Event description:
Home patient (hp) reported a system error 2240 alarm when the pt line of homechoice set accidentally became disconnected from the transfer set during treatment phase drain 1 of 5. Hp discontinued treatment at time of the alarm. There was no pt injury or medical intervention reported.